Event description:
Info received indicates the pump is not alarming when the formula is gone, causing the pt to throw up. Feeding schedule is 12 hours from 200-500ml.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review for reportability.